Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing of the ultrasound gastrovideoscope, foreign material (¿rubber-like material¿) came out of the forceps channel during the cleaning process. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The subject device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the customer returned the foreign black-rubber object that came out of the device. The detected foreign material was likely the packing used in the suction button for the suction valve. Damage was confirmed on the packing. Thus, it could be assumed that it was detached during use. However, a root cause could not be identified of the damaged packing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.